Event description:
Information was received indicating that during use, a smiths medical cadd extension set was noted to be leaking at the filter. Subsequently, it was reported that the user changed the tubing. No patient consequences were reported. No adverse effects were reported.